Event description:
It was reported that prior to use, an incomplete deflation of the cuff was confirmed. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored

Manufacturer narrative:
(B)(4).